Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. When the stm arrived onsite the device was working correctly; the stm looked at the iabp's fault logs in diagnostic and found code 112 which narrows it down to four components. The customer and the stm decided that because the problem couldn't be duplicated that we would let it burn in with a balloon and a trainer and see if diagnostics might narrow it down on the next possible failure. The device worked fine for 48hrs then failed over the weekend. The results were slightly different. When the device failed on the patient the screen blanked and the loud system failure tone was heard. This time another code 112 was recorded but the device was found as if it were powered down. The stm spoke with the bu and found the most likely suspect was the video generator board; the device did not fail after running it for two hours. The stm let the device running with a trainer and a test balloon for seven days without failure which was reported to the stm by the customer. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was not displaying or alarming. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Correction to evaluation results of initial MDR: a getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. When the stm arrived onsite the device was working correctly; the stm looked at the iabp's fault logs in diagnostic and found code 112 which narrowed it down to four components. The customer and the stm decided that because the problem could not be duplicated the device would be left to burn in with a balloon and a trainer and see if diagnostics might narrow it down on the next possible failure. The device worked fine for 48hrs then failed over the weekend. The results were slightly different. When the device failed on the patient the screen blanked and the loud system failure tone was heard. This time another code 112 was recorded but the device was found as if it were powered down. The stm spoke with the business unit and found the most likely suspect was the video generator board and traveled back to the customer site and replaced the video generator board. The device did not fail after running it for two hours. The stm then left the device running with a trainer and a test balloon for seven days without failure and then reported same to the customer. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was not displaying and emitted an alarm. There was no harm or injury to patient and no adverse event was reported.